Event description:
The user facility reported a 69-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The us complainant had a cp support that was ongoing when the pump stopped on the 2nd day of support. The cp stopped when the controller had a failure. The failure prompted the team to remove the console and the patient expired. The console swap had occurred.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information was provided in sections b1, b2, b5, h1, and h6.

Event description:
Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The investigation into the reported aic -controller error has been completed since the original report was filed. The analysis of data showed the case associated with the reported complaint was started on 10th nov 2023 (console: ic9473, pump sn: (B)(6)), and on 11th nov 2023, when the pump was running, the console received the following logs before the ¿impella stopped. Controller failure (pmd comm loss) ¿ alarm¿, event set #1047, which confirms the reported failure. The console was tested on an engineering lab bench. The reported failure symptoms were reproduced. Upon manually unplugging the 20 v dc power cable at j001.2 while the pump was running, the same sequence of logs and the controller failure alarm (event set #1047) were reproduced as they occurred on the complaint date. No issue was found with the ribbon cable between impellatronic and the 4-in-1. Found a hair crack in the purge retainer (unrelated to the reported failure). The root cause for the controller error was an intermittent 20 v dc power interruption, most likely due to either pbm malfunction or impellatronic malfunction. Correction : section d1 /d2 : the brand name and the common device name was submitted incorrect inadvertently in the initial report which has been corrected to this report.